Manufacturer narrative:
The reported failure of a test failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy 100 ventilator, japan - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction, and the device was not reported to be in patient use. During the repair test performed at the manufacturer's service center, the device failed the internal li-ion battery power source test step. The device's power management board was replaced to address this issue. Additionally, the base enclosure with tapping screws was replaced because the limit of two screw reinsertions into the base enclosure had been exceeded. A periodic maintenance 2 procedure was completed. As part of this maintenance, the pollen filter, stirring fan, capacitor, battery fan, exhaust fan assembly, and 43-micron filter were replaced in accordance with the maintenance requirements to prevent potential failure. The service technician performed repair test, alarm testing, battery testing, run-in testing, and cleaning. The device was confirmed to operate properly following these procedures. The software version was verified as 14.2.05. The detachable battery pack and internal battery were not replaced due to a long-term delay in the availability of replacement components.